Manufacturer narrative:
Visual inspection: during the visual inspection a deformation of the outer housing of the prosa valve could be determined. The measurement of the plane parallelism could confirm that with a value of -0,093 mm - outside tolerance (0 ± 0.02 mm). Permeability test: a permeability test has shown that the valve is permeable. Computer controlled test: to investigate the claim of under-drainage, the opening pressure is measured using a miethke computer controlled testing apparatus which simulates a cerebrospinal fluid flow. The valve is tested in the horizontal position. The results show that the valve operates within the accepted tolerances in the vertikal position. Adjustment test: the prosa was tested and is adjustable to all specified pressures. Braking force and brake function test: the brake functionality test has shown that the brake function is fully operational and the braking force is within the given tolerances. Internal inspection: after dismantling of the valve, no deposits were found in prosa. To make possible proteins / deposits in the valve visible, the prosa was colored using a staining solution. Result: based on our investigation results, we can determine a deformation of the housing surface. The deformation had no affect to the technical properties at the time of the investigation. The cause of the aforementioned functional impairment is not known to us at the time of the examination. Proteins in the cerebrospinal fluid can influence the function temporarily and are known side effects in hydrocephalus therapy. We can exclude a defect at the time of release. The valve met all specifications of the final inspection when released from christoph miethke gmbh & co. Kg. No further regulatory actions are required from our point of view.

Event description:
It was reported that a prosa(#fv701t) was implanted during a procedure performed on unknown according to the complainant, the shunt showed an under-drainage. The patient underwent a revision procedure performed on unknown. The complainant device has returned to the manufacturer for evaluation. No patient complications were reported as a result of the revision procedure. Age: 13 years weight: 20 kilograms (kg). Height: 130 centimeters (cm). Gender: male. Same event as #3004721439-2023-00251.